Event description:
A complaint was received from a customer that reported erratic results. Patient stated that on the morning (7:00 am) of 2002 patient did their blood sugar and received a result of 45 mg/dl. Patient ate and took their usual regimen of insulin. At 8:00 am patient re-tested and received a result of 211 mg/dl. At noon it was 311 mg/dl followed immediately with a lo (less than 20 mg/dl). The customer stated that neither the 311 or the lo result could not be correct. Patient also stated that patient has had to call the paramedic a few times this past week. Patient stated that each time the paramedics came to their home patient's blood sugar was low. A review of the operation of the system was conducted. Electronic checks were satisfactory. In review of the technique the customer was unaware that using a specimen from the same fingerpoke in different test may influence blood reslts. The customer stated that they contacted their physician regarding this issue and most likely their insulin dosage will be adjusted. The customer was encouraged to contact company's 24/7 customer service line if any additional question/comments are encountered.